Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the successful implant of a transcatheter bioprosthetic valve using a hand-formed non-medtronic guidewire with post-implant balloon aortic valvuloplasty (bav), the blood pressure began to fall after the removal of one arterial sheath. A pelvic angiogram was performed and no contrast leaking from the vessels was identified. Transesophageal echocardiogram (tee) was performed showing a pericardial effusion and collapsed right ventricle. A subxiphoid window was performed and a clot was removed. After removing the clot the surgeon decided to open the chest. The heart was inspected and no apparent perforation was identified or repaired. The tee did show some thickening of the aortic root wall and ascending aortic wall of unknown etiology, but no active leak. A pericardial drain was placed and the chest was closed with the drain left in place. The patient was taken to ICU in satisfactory condition. It was reported there was approximately 500 ml of blood loss and a transfusion was administered. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.